Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, post valve deployment, a transesophageal echocardiogram (tee) performed revealed severe central aortic insufficiency (ai). A decision was made to post-dilate the valve with the commander delivery system balloon using the same amount of volume, but the ai did not resolve. A second 26 mm sapien 3 ultra valve was then prepared and it was implanted inside the first 26 mm sapien 3 ultra valve. There was no central ai observed after implantation of the second valve. It was noted that the patient had an annulus measuring 429 mm2. Subsequently, additional information was received indicating there did not appear to be any issues with the movement of the leaflets. It is unknown what caused the ai.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no relevant imagery was provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the central regurgitation that resulted in a valve in valve being performed was unable to be confirmed. The potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of event which further supports that it is unlikely that a defect present in manufacturing contributed to the event. The technical summary also outlines the instructions for valve preparation handling and how to deploy the valve. In this case, a definitive root cause was unable to be determined at this time; however, it is possible that one or more of the patient/procedural factors identified in the technical summary and/or referenced above may have been present and contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.